Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display on the home patient's homechoice machine during drain 1/2 of automated peritoneal dialysis therapy. Reportedly, the home patient disconnected during a dwell phase without pausing therpay. When home patient returned the drain cycle had already begun. The home patient attempted to reconnect to the setup. Baxter's technical service center assisted the home patient in ending their therapy early. The home patient completed therapy manually. No patient injury or medical intervention was associated with this incident per the home patient.